Event description:
Customer called to report that the transmitter is not working on the insulin pump. Customer also reported issues with sensor glucose verses blood glucose differences. Customer's blood glucose reading was 500 mg/dl. Troubleshooting was done by helping the customer reconnect the sensor. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.